Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was observed. Tissue and char buildup was observed on the jaws, and there was blood observed on the handle and toggle. A visual inspection determined that the heater wire was flexed away from the hot jaw with detachment at the tip. The wire remained in place at the base of the jaws. A visual examination also determined that the silicon coating of the cold jaw was peeled at the tip, though it remained attached. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed the max life test method. The device was successful in providing a complete cut of the reference tissue. Based on the returned condition of the device, the reported failure "failure to cut" was not confirmed. The analyzed failures "bent wire" and "peeled jaw" are confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 malfunctioned. Tip of vasoview remained intact but was not sealing/dividing tissue. A replacement was opened and after the switch the problem (bleeding) was already going, and was not easy to resolve. Tip of vasoview remained intact but was not sealing/dividing tissue. Opened a replacement. After the switch the problem (bleeding) was already going, and was not easy to resolve.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 malfunctioned. Tip of vasoview remained intact but was not sealing/dividing tissue. A replacement was opened and after the switch the problem (bleeding) was already going, and was not easy to resolve. Tip of vasoview remained intact but was not sealing/dividing tissue. Opened a replacement. After the switch the problem (bleeding) was already going, and was not easy to resolve.